Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #3). Additional emdrs were submitted to represent the bard/davol ventrio st (device #1) and the bard/davol ventralex st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventrio st on or about (B)(6) 2013, bard phasix mesh (x2) on or about (B)(6) 2015 and on or about (B)(6) 2019, ventralex st patch on or about (B)(6) 2018 and ventralight st on or about (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against ventrio st, ventralex st patch and ventralight st. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. Attorney also alleges that the patient experienced emotional distress and the device was defective.